Event description:
It was reported that the subject device broke when it was inserted into the patient during a transurethral resection of the bladder. Upon further follow up by olympus, the customer indicated that the end of the sheath fell into the patient's bladder and was retrieved with forceps during cystoscopy. The procedure was prolonged for an unknown duration due to the device failure and was completed with a back-up device. The device was inspected prior to use and did not appear to have any defects. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to correct the initial MDR. Corrected field: d4 - serial number. The device was returned to olympus for inspection, and the reported failure was not confirmed. During device evaluation, the following failure was found: the insulation insert is a third-party product that was broken in the area of the electrode cutting edge. Additionally, the insulation insert is a product that is not used in the manufacturing process. No statement can be made about the biocompatibility and reprocessing characteristics of the material and adhesive used in the unauthorized third-party repair. Based on the results of the investigation, a definitive root cause could not be identified for the customer allegation. The most probable cause for the identified failure during device inspection is failure to follow instructions. Olympus will continue to monitor field performance for this device.